Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Visual examination showed the luer lock adapter was cracked. The device was given functional testing and the device leaked at this area. The issue was confirmed. No corrective action has been identified in response to this event. In response to a similar event, a supplier corrective action was requested.

Event description:
It was reported that when the customer connected to the product, not through a three-way stopcock, the tip of the tube broke. No patient injury. No additional information is available for this complaint.